Manufacturer narrative:
Testing conducted at magellan using retention samples of the same lot number of leadcare ultra produced the expected results. Unable to confirm customer's complaint with test samples in the range of 5-10 ug/dl.. Late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on 29jun2017. (B)(4).

Event description:
Customer was comparing patient data obtained with leadcare ultra and graphite furnace atomic absorption spectrophotometry (gfaas). On the ultra, some results were falsely suppressed in comparison to the gfaas reference method. There were 7 case samples out of 11 samples tested where results were falsely suppressed at clinically relevant medical thresholds.